Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient had a pump infection and the pump was explanted. No additional information was provided.

Manufacturer narrative:
Approximate age of device ¿ 1 year and 2 months.the device is expected to be returned for evaluation. It has not yet been received.no further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.

Manufacturer narrative:
Device evaluation: the pump was returned assembled with the driveline cut approximately 7 inches from the pump housing and the severed portion of the driveline was not returned. Upon disassembly, examination of the pump blood contacting surfaces revealed no depositions. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope, revealed no abnormalities. The pump underwent cleaning, reassembly and functional testing under loaded conditions using a mock circulatory loop. The retrieved data revealed normal pump power consumption comparable to the pump power consumption recorded during the manufacturing process and the pump operated as intended. A correlation between the device and the reported driveline infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a driveline infection.